Manufacturer narrative:
N/a.

Event description:
The following has been reported: awaiting connection customer reported, "when plugged in the device indicator light does not turn on. When powered on a blue screen comes on with text saying "awaiting connection" with a long number above it. It will not boot past that point." Confirmed customer's reported issue. The cpu board was inoperative. This component has been replaced. The pressure sensor required calibration. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the reported event is reproduced with the message at start up. Nothing was noticed during both external and internal check. The cpu board was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Functional cross testing were carried out. The board is in boot mode. However, it can be connected to partner and reload the software. A shock or mishandling of the pump may cause the pump to start in boot mode. Although it cannot be confirmed, a usability is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.